Event description:
The hospital reported a malfunction involving the IV adminstration extension set. It was reported that there was a leak at the non-check valve port. The set had blood in the line at the time of the alleged malfunction. There were no pt complications reported as a result of the alleged event. The device was returned to the manufacturer for evaluation.

Manufacturer narrative:
(B)(4). Quest medical, inc. Has limited information related to the pt's medical history and is unable to form an opinion as to the relevancy of the pt's history to the event reported. Quest medical, inc. Defers to the pt's physician regarding medical history.